Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Additional info was requested by mail and by fax on 02/14/2007, by phone on 02/28/2007. A completed questionnaire was returned 03/09/2007.

Event description:
A surgeon reported a pt had an intraocular lens (iol) exchanged due to the pt's report of seeing fluttering of light. The replacement lens was a different lens model.